Event description:
On 12/6/96, the facility nurse contacted a MFR nurse and reported that on 12/6/96 the return volume =50; rp=14; fr=0. The device was used for adriamycin infusion two weeks ago. Nothing unusual was noted at that time. The contact stated that the nurse did not aspirate a blood return prior to the drug infusion and flushed the device following the infusion. On 12/6/96. The device was accessed and revealed resistance to injection, but solution was injected with a 10cc syringe. No air was seen in the return volume when the device reservoir was emptied. The MFR nurse recommended that the declotting procedure be performed. The MFR nurse discussed the procedure with the facility nurse and had the MFR's customer service dept fax a copy of the procedure to the facility. The facility nurse stated that the pt had gone home. The MFR nurse recommended having the pt return on monday, 12/9/96, to recheck the flowrate and. If decreased, that the device be accessed. It was additinally recommended that if resistance was encountered that the device declotting procedure be performed.

Manufacturer narrative:
Since the MFR has been unable to obtain any additional info on this incident, our investigation of this event was limited to a trend analysis which was performed on similar incidents involving this catalog number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the info available, no conclusion can be drawn as to the cause of this event. The facility will be notified of co's review of this incident. The MFR is now closing its file on this event.